Manufacturer narrative:
The subject device was returned for device investigation. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 3 cfu. Bacterial identification: micrococcus luteus/lylae. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for 26 cfu's (colony forming units) of revivable micro-organisms and 22 cfu of enterobacteria. The device was retested on (B)(6) 2025 and tested positive for greater than 80 cfu's of revivable micro-organisms, enterobacteria, and enterococci. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.